Event description:
It was reported that the rigid video scope experienced a green image. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle was broken. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.